Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was getting 'device not responding' when they tried to connect with their implant. The patient stated they had tried for several days. The patient was guided through the steps to connect with their implant. The patient initially reported getting 'communicator not found'. The patient confirmed the communicator was turned on and not charging. The patient then reported getting 'device not responding' when they tried to connect with their implant on the call. The patient was advised about the placement of the communicator on their implant and the patient continued getting 'device not responding' despite repositioning the communicator. The patient confirmed they could feel the entire outline of the implant when palpating their skin. The patient also mentioned getting an 'account action required' message. General use of the handset was reviewed with the patient. The patient denied any recent trauma to the implant site or falls. The patient mentioned they went through security at the courthou se and set it off and they used a wand on them. The patient stated they did not turn their implant off before going through security as they didn't think about it. The patient pressed end session and stated the only app they saw on the handset they were using was the mytherapy app. The patient was advised about the correct app for use with their implant but they did not have the interstim x mytherapy app on the handset. The patient stated they were possibly using the handset from their previous implant. The patient would look for correct the handset for their current implant and would try to connect once they located the correct handset with the correct interstim x mytherapy app. The patient would call back if they needed further assistance. The patient provided the event date as probably about a week. The issue was not resolved through troubleshooting. The patient provided the name of their doctor, but stated their current doctor was retiring and they weren't sure who the new doctor would be.